Event description:
Device was explanted.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and weight to the spec. Cloudy gel was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade iii¿.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device remains implanted.